Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's contact reported the patient was in a rehabilitation facility. Follow-up was made with the pd patient's clinic registered nurse (rn), who reported the patient was admitted to the hospital on (B)(6) 2017 due to shortness of breath and cardiac issues. The patient was then moved to a rehabilitation facility and was still in rehab as of (B)(6) 2017. Medical records were requested.

Manufacturer narrative:
Conclusion: there is no documentation or indication that any fresenius device(s) caused or contributed to the patient being admitted to the hospital on (B)(6) 2017 due to shortness of breath or unspecified cardiac problems. Additionally, the patient's nurse attributed the shortness of breath to the patients¿ long standing cardiac history (unspecified) and being age related.

Event description:
A peritoneal dialysis (pd) patient's contact reported the patient was in a rehabilitation facility. Follow-up was made with the pd patient's clinic registered nurse (rn), who reported the patient was admitted to the hospital on (B)(6) 2017 due to shortness of breath and cardiac issues. The patient was then moved to a rehabilitation facility and was still in rehab as of (B)(6) 2017. Per rn, the patient was not fluid overloaded and did not have shortness of breath during dialysis treatment. Rn attributed shortness of breath to the patients long standing history of cardiac issues. The rn could not list the cardiac issues. Medical records were requested.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's contact reported the patient was in a rehabilitation facility. Follow-up was made with the pd patient's clinic registered nurse (rn), who reported the patient was admitted to the hospital on (B)(6) 2017 due to shortness of breath and cardiac issues. The patient was then moved to a rehabilitation facility and was still in rehab as of (B)(6) 2017. Medical records were requested.

Manufacturer narrative:
Correction: 01/15/2018.

Event description:
A peritoneal dialysis (pd) patient's contact reported the patient was in a rehabilitation facility. Follow-up was made with the pd patient's clinic registered nurse (rn), who reported the patient was admitted to the hospital on (B)(6) 2017 due to shortness of breath and cardiac issues. The patient was then moved to a rehabilitation facility and was still in rehab as of (B)(6) 2017. Per rn, the patient was not fluid overloaded and did not have shortness of breath during dialysis treatment. Rn attributed shortness of breath to the patients long standing history of cardiac issues. The rn could not list the cardiac issues. Medical records were requested.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's contact reported the patient was in a rehabilitation facility. Follow-up was made with the pd patient's clinic registered nurse (rn), who reported the patient was admitted to the hospital on (B)(6) 2017 due to shortness of breath and cardiac issues. The patient was then moved to a rehabilitation facility and was still in rehab as of (B)(6) 2017. Per rn, the patient was not fluid overloaded and did not have shortness of breath during dialysis treatment. Rn attributed shortness of breath to the patients long standing history of cardiac issues. The rn could not list the cardiac issues. Medical records were requested.